Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Based on the data, a hardware issue affecting the liquid level detection of the analyzer may have been responsible for the event since it was observed in the alarm trace that there was a sample liquid level malfunction during movement. The precision checks performed after the field service visit were in range. The field service representative did not identify any issues on the instrument.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer stated that they received an erroneous low result for one patient sample tested for intact human chorionic gonadotropin + the beta-subunit (hcgb) on an e411 analyzer. The sample initially resulted as 0.685 iu/l and this value was reported outside of the laboratory to the doctor. The sample was repeated on (B)(6) 2016, resulting as 4022 iu/l accompanied by a data flag. The patient was not adversely affected. The hcgb reagent lot number was 190280. The reagent expiration date was asked for, but not provided. The field service representative checked the analyzer and ran performance testing. He noted that there were no obvious fibrin strands in the sample.